Event description:
It was reported that a spectrum iq pump had an infusion occurred: volume to be infused (vtbi) was 20 ml and actual volume infused was 30 ml with a flow rate of 300. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found passing the flow accuracy testing with an error of -2.1224%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.